Event description:
Pt was pulseles and nonbreathing. Laerdal heartstart 200 attached, machine self check ok, analyzed, advised shock, charged machine to 200 j, pushed "shock" button, machine failed to discharge, "mandatory service" message displayed on screen.